Event description:
This literature case was reported by a healthcare professional and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Literature reference: dai j.s.; falk l.e.; roche m.r.. Laparoscopic essure removal with cornual wedge resection. Journal of minimally invasive gynecology. 2023; 30:11: supplement (s66) the patient had a medical history of parity 1 and multi gravida (B)(4). In 2009, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal of essure, bilateral salpingectomy and cornual wedge resection.). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: imaging suggested correct placement of the devices. Patient desired removal of her essure devices. Successful removal of intact essure devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This literature case was reported by a healthcare professional and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Literature reference: dai j.s.; falk l.e.; roche m.r.. Laparoscopic essure removal with cornual wedge resection. Journal of minimally invasive gynecology. 2023; 30:11: supplement (s66). The patient had a medical history of parity 1 and multi gravida (g4p1122). In 2009, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal of essure, bilateral salpingectomy and cornual wedge resection.). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: imaging suggested correct placement of the devices. Patient desired removal of her essure devices. Successful removal of intact essure devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.